Event description:
It was reported that the stent prematurely deployed. A 12mm x 50mm x 120cm epic stent was selected for use in a percutaneous transluminal angioplasty procedure. During the procedure, the stent started expanding while advancing the system inside the vessel. The stent did not fully deploy. The device was removed. Another stent was used, and the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Device eval by MFR: the returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 3mm from the sheath. There is a kink to the sheath 13.5cm and 16.7cm from the nosecone. Microscopic examination revealed no additional damages. The lock is still on the rack. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that the stent prematurely deployed. A 12mm x 50mm x 120cm epic stent was selected for use in a percutaneous transluminal angioplasty procedure. During the procedure, the stent started expanding while advancing the system inside the vessel. The stent did not fully deploy. The device was removed. Another stent was used, and the procedure was successfully completed. No patient complications were reported.